Manufacturer narrative:
The device was returned and evaluated. Based on the physical evidence of rotational striations on the motor case and remnants of rope, it is the evaluators opinion that the motor likely failed due to something being caught in the drive wheel axle.

Event description:
Dealer alleges chair had a burning smell and smoke coming from it.

Event description:
Dealer alleges chair had a burning smell and smoke coming from it.

Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.